Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error messaged occurred during the load process. A cartridge change was performed resolving the issue. Additionally, a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Customer's blood glucose was 258 mg/dl.